Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter would power off during use. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged product issue occurred at 2:30pm on (B)(6) 2018. The patient manages their diabetes with 10 units of novalog insulin x3 per day and 4 units of lantus insulin at night. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that three days later they developed symptoms of ¿nausea, headache and felt sick¿. In response to this, on (B)(6) 2018, the patient visited the emergency room (e.r). During the follow up call with the patient the mss established that the patient was given IV fluids as treatment for hyperglycemia. The patient¿s blood glucose was measured when they arrived in the e.r, however, the patient could not recall what result was obtained on the e.r meter. The patient was also given additional medication for their nausea and headache and was admitted to hospital until (B)(6) 2018. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used. The patient¿s product(s) were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly required treatment from a healthcare professional for an acute complication of diabetes after the alleged product issue began.